Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced the cannula breaking off prior to use. The following information was provided by the initial reporter: the patient reports that the needle npe was found to be broken.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced the cannula breaking off prior to use. The following information was provided by the initial reporter: the patient reports that the needle npe was found to be broken.